Manufacturer narrative:
Date sent to the FDA: 8/25/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 3/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted previous hernia repair was noted to be in place that broke down, adhesions were taken down, right groin mass, what appeared to be nonencapsulated lipoma was identified. It was reported that the patient experienced severe pain, inflammation, right groin mass and adhesions. No additional information was provided.